Event description:
It was reported that the patient had been undergoing multiple rounds of radiation due to cancer. The implantable cardioverter defibrillator (ICD) device was turned off prior to radiation; however, after multiple rounds of radiation, the device was acting very erratic with no sensing any intrinsic events. The pacing mode was changed and the detections were turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).